Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided shows a screw backing out past the blocking mechanism at the inferior level of a 4 level plate located at c3-c7, originally implanted on (B)(6) 2021. There are no plans for revision. An exact cause of the reported issue cannot be determined.

Event description:
It was reported that a screw is backing out of a resonate plate post operatively.